Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer¿s blood glucose level was 23 mg/dl. Customer¿s current blood glucose level was 191 mg/dl. Customer treated their high low blood glucose level by going to the emergency room. Customer went into the hospital on (B)(6) 2017 at 4:40 pm. Customer¿s current blood glucose level was 191 mg/dl. Customer was wearing the insulin pump at the time of the incident. Customer advised they went severely low without feeling any symptoms.